Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The customer replaced the ECG cable, after which the system functioned normally. All available information indicates that the issue was related to the ECG cable rather than the iabp itself. The customer suspended further repairs.

Event description:
N/a.

Event description:
It was reported by customer that during use the cs100 intra-aortic balloon pump (iabp) had no signal from the ECG monitor. No harm reported.

Manufacturer narrative:
Due to character limitation e1 (event site name): (B)(6). A supplemental report will be submitted upon completion of our investigation.